Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd syringe luer-lok¿ tip there was an issue with cracked barrels. It was stated ¿that syringes were cracked.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported with the use of the bd syringe luer-lok¿ tip there was an issue with cracked barrels. It was stated ¿that syringes were cracked.¿ there was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd syringe luer-lok tip there was an issue with cracked barrels. It was stated ¿that syringes were cracked.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
A biohazard bag containing two loose 10ml syringes and a separate bag with two loose 10ml syringes and a handwritten note, as well as one piece of top web from a package confirmed to be from batch # 7325673 (p/n 302995). The samples arrived in a severely damaged box. The samples were visually evaluated. The two syringes in the biohazard bag had stickers attached to the barrels and obvious signs of use - fluid residue throughout. Both syringes with stickers were observed to have cracks located from luer collar to about 7ml marking on the barrel on 2 sides. The two syringes in the small bag were also found to have cracks between luer collar and down to barrel wall. One of the syringes had a hole in line with the crack. Most of the cracks had damage impact signs along the cracks. It is difficult to confirm whether the cracks observed are related to manufacturing process since the samples were use/manipulated, not in their original packaging and arrived in a severely damaged box. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: the potential root cause could not be determined since the product defect is not confirmed to be related to manufacturing site.